Manufacturer narrative:
Following the review of the additional information received (reference b5), glaukos no longer considers the reported event as reportable. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported the following additional information. Reportedly, the first stent was implanted routinely (od) followed by unsuccessful attempt to implant the second stent. The report noted that the second stent was observed lying on the anterior surface of the iris before disappearing in the ¿plume of blood¿. Per report, significant intraoperative hemorrhage in the anterior chamber obscured the view of the second stent, and the stent could not be visualized postoperatively. According to the surgeon, the stent was very likely removed during irrigation and aspiration. The patient was being monitored without adverse event reported and no secondary surgical intervention required. The patient most recent prognosis was reported as ¿good vision and normal intraocular pressure with adverse event resolved¿.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to surgical techniques and/or experience with the device (operational context). MFR# reference: (B)(4).

Event description:
It was reported that the surgeon was unable to implant one (1) stent from a trabecular micro bypass stent system. During implantation attempt, the surgeon inadvertently deployed the stent on the root of the iris and could not be locate intraoperatively. The surgeon was uncertain if the stent was suctioned along with the viscoelastic or it remains in the patient¿s eye. A optical coherence tomography (oct) was suggested in attempt to determine if the stent remains in the patient¿s eye. There was no reported adverse effect on the patient. Per report, surgical techniques/experience with the device contributed to the reported event. Additional information has been requested.